Manufacturer narrative:
This event has been reported by the manufacturer under MDR # 3001845648-2019-00538. Common device name: niu stent, superficial femoral artery, drug-eluting. 7 us sites from the article as follows: (B)(4).

Event description:
(B)(6). A polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. Complaint received from internal personnel via e-mail on (B)(6) 2019--did (B)(6) 2019. As reported to customer relations: "of the patients with 12 month follow-up or a clinical events committee-adjudicated event 2 of 150 patients in the zilver ptx group had any target limb amputation at 12 months. There are 7 us sites referenced in the attached article. However as patient level data has not been reported it is unknown how many patients at which us sites have been affected by the reported adverse event.